Event description:
Procedure: low ant resect double staple. According to the reporter: after tran-secting the fired rectum, surgeon noticed that staples were not fired at all. As a recovery, he placed a purstring and anastomosed using single stapling technique. Pt condition is good and there was no reported injury. Surgery time was extended.

Manufacturer narrative:
Date report submitted: december 28, 2007.